Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 months following the implant of this transcatheter bioprosthetic valve, the patient experienced chest pain during hospitalization for gastrointestinal treatment. The patient went into cardiac arrest due to acute coronary syndrome (acs). A stent was placed with percutaneous coronary intervention (pci) and coronary artery treatment was performed. However, the patient died due to acs. It was noted that a post-operative computed tomography (CT) scan revealed a thrombus which maybe have been a contributing factor. Additional information was received indicating that the valve was implanted at a depth of 3 mm on the non-coronary cusp and 6 mm on the left coronary cusp in the native annulus. The valve did not dislodge and occlude the coronary ostia. The thrombus was observed an unspecified amount of time post-operatively. Of note, it is under investigation whether the valve or the procedure can be excluded as contributing factors to the patient's death.

Event description:
It was reported that approximately 8 months following the implant of this transcatheter bioprosthetic valve, the patient experienced chest pain during hospitalization for gastrointestinal treatment. The patient went into cardiac arrest due to acute coronary syndrome (acs). A stent was placed with percutaneous coronary intervention (pci) and coronary artery treatment was performed. However, the patient died due to acs. It was noted that a post-operative computed tomography (CT) scan revealed a thrombus which maybe have been a contributing factor.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. B2. Year valid, month and date approximate. B3. Year valid, month and date approximate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information. Approximately 4 months following the implant of the valve, a valve thrombosis was observed which resulted in a myocardial infarction. Subsequently, the patient died. Per the physician, there was a causal relationship between the death and the valve.

Manufacturer narrative:
Updated data: b5. H6. Corrected data: b2. Date of death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.